Manufacturer narrative:
H6: investigation summary as neither a sample nor a lot number was provided for this incident, a complete investigation could not be completed by our quality engineer team. Based on the provided feedback, it is possible that this reported incident was a consequence of damage to the plunger lip component. This type of damage can result during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that medication leaked past the bd discardit¿ ii syringe plunger during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from german to english: "when drawing up medications of different viscosity, they run out of the syringe past the plunger. This has happened more frequently recently to various users with all 3 specified syringe sizes."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked past the bd discardit¿ ii syringe plunger during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "when drawing up medications of different viscosity, they run out of the syringe past the plunger. This has happened more frequently recently to various users with all 3 specified syringe sizes."